Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chodor p et al. Technical solution during challenging implantation of corevalve evolut r 34 prosthesis in patient with bic uspid aortic valve with large annulus. Postepy kardiol interwencyjnej. 2018;14(4):433-434. Doi: 10.5114/aic.2018.79875. Epub 2018 dec 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old male patient with a native bicuspid aortic valve and severe symptomatic aortic stenosis who underwent implant of a 34 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following valve deployment, the valve was noted to be ¿deformed¿ due to the patient¿s native valve and resistance was encountered during removal of the delivery system. Subsequently, the valve was crossed with a medtronic confida guidewire over a pigtail catheter and a post-dilatation balloon aortic valvuloplasty (bav) was performed with a 20 x 40 mm balloon (manufacturer not identified) which improved the shape of the valve and allowed successful removal of the delivery system. However, proper form of the valve was achieved following a second post-dilatation bav with a 28 x 40 mm balloon (manufacturer not identified). No additional adverse patient effects or product performance issues were reported.